Event description:
The technician, after donning the glove, felt a tingling in the left hand thumb. Upon removing the glove, it was noticed that her thumb tip was white. She rinsed her hand with water, and the physician (who was present) poured hydrogen peroxide over her hand. The technician went to the ER where she was given silvadene cream.

Manufacturer narrative:
Complaint forwarded to mfg facility for investigation. Sample being returned for investigation. Will file follow up report when sample has been received/investigation has been completed.